Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was use error - patient disconnected from set. The label review found the labeling adequate for the use error in this complaint.

Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 alarm, which occurred on the homechoice (hc) during use, during dwell. The home patient (hp) stated that he had disconnected before to use the bathroom and then reconnected before the alarm occurred. The baxter technical service representative (tsr) had the hp cycle power to se 2367. The tsr had the hp cycle power to press go to start and disconnect and remove the cassette. The tsr assisted to clear the alarms and the hp stated he would start over with new supplies. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.